Event description:
Mastisol liquid adhesive was utilized on this breast reduction patient as part of the dressing to cover the surgical site incision. The mastisol is believed to have caused her severe second degree burns which caused her to have further wound debridement treatments following her surgery prolonging her recovery time. (B)(4).